Event description:
Lens was implanted in the right eye in 2003 and then was removed six weeks later for iol exchange. This was due to patient having dysphotopsia. Glare and halos were observed on post-operative exam. Dr stated optic of the lens was misshapen. The patient's pre-operative best-corrected visual acuity was 20/30; post-operative best-corrected visual acuity was 20/20. The clinical director said the patient is doing well.